Event description:
It was reported that during an implant procedure the spindle cap of the superion indirect decompression spacer broke during deployment. The physician assessed the presence of osteophytes had caused resistance and confirmed all pieces were removed from the patient; the patient did well post-operatively. The spacer was not returned for analysis as it was retained by the facility.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force, and this type of damage to the spacer indicates the break was due to deployment against resistance or manipulation of the spacer position by shifting the inserter. A labeling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during an implant procedure the spindle cap of the superion indirect decompression spacer broke during deployment. The physician assessed the presence of osteophytes had caused resistance and confirmed all pieces were removed from the patient; the patient did well post-operatively. The spacer was not returned for analysis as it was retained by the facility.